Event description:
Handle locking clip broke off during case. Case type: tka. Surgical delay: =15 minutes.

Manufacturer narrative:
Follow-up #1 and final report submitted to update sections d.3, d4, g.1, g.4, g.7, h.2, h.3, h.6, h.10 and h.11 based on the results of investigation. Reported event: it was reported that the collar of the mics would not open or close. The scrub tech couldn¿t open the collar before the case to get the registration tool inserted. Product evaluation and results: visual inspection: visual inspection was not performed as this was a functional failure. Functional inspection: functional inspection was performed and the device failed the test. Per case number 168312 1. Unable to repair mics as with the new cable did not fix the issue. Disposition - (return to vendor). Rtv reason: pivot handle / broken pivot handle. Product history review: review of device history records indicate 20 devices were manufactured under lot k059b and 20 devices were rejected on 07/20/15 on qt15-07-0037 for missing documentation. All units in lot were accepted per specification on 8/10/15 when missing documents were provided. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, lot number 42010715, shows 01 additional complaints related to the failure in this investigation. Complaint ID: 2008776. Conclusions: the alleged failure mode was confirmed. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated that there have been no nc and CAPA are associated with the failure mode reported in this event.

Manufacturer narrative:
¿As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.¿

Event description:
Handle locking clip broke off during case. Case type: tka. Surgical delay: 15 minutes.